Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received through the insulet customer service team on (B)(6) 2026, the patient stated that the cgm was displaying glucose values of approximately 400 mg/dl, while a bg meter showed a reading ¿close to 600 mg/dl.¿ the patient was also using an omnipod insulin pump at the time of the event. The patient reported feeling ¿significantly unwell¿ and experiencing ¿symptoms consistent with hyperglycemia,¿ though no specific physical symptoms were described. It was further reported that the patient¿s family sought ¿medical attention¿; however, no details were provided regarding the type of care received or interventions performed. Attempts to contact the reporter for additional event information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.